Manufacturer narrative:
Investigation summary: DHR: n/a - no lot. The sample was evaluated by jfr lab. According to the report: visual inspections shows that the protector fitted the vial properly. No leak was found. A second test was performed after having the attached the protector again, and no issues were found. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. Highness of the vial is measured at the beginning of the lot, after a machines stop (longer than 2 hours) and after a mold repair. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area or at the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. The defect couldn¿t be duplicated.

Event description:
It was reported that a bd phaseal¿ protector leaked from connection of the vial and the p15j. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector leaked from connection of the vial and the p15j. There was no report of exposure, serious injury, or medical intervention.